Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. A final report will be submitted when the investigation is complete.

Event description:
The account generated depressed hemoglobin and wbc results on two patient specimens processed with the cell-dyn sapphire with normal scatter and no flags generated in closed mode. Both patient specimens were repeated in open mode with acceptable results. A corrected report was submitted for patient 2 with similar results to a previous wbc = 13.1 10e9/l. The account replaced the vent assembly on the cell-dyn sapphire with no further short samples or depressed results. The depressed hemoglobin and wbc results were reported outside of the laboratory for patient 2. A corrected report was submitted. It is unknown if there was impact to patient management for patient 2. Data provided: initial run (closed mode): wbc = 1.94 10e9/l, hgb = 62.0 g/l. No flags, results reported. Patient 2: repeat run (open mode): short sample flagpatient 2: second repeat run (open mode): wbc = 8.41 10e9/l, hgb = 107 g/l. Corrected report submitted. Patient 2: third repeat run (open mode): wbc = 8.56 10e9/l, hgb = 107 g/l.

Manufacturer narrative:
(B)(4). Evaluation other (B)(4) - vent head assembly. The replacement of the vent head assembly on the cell-dyn sapphire resolved the customer's issue. The likely cause was determined to be a worn or damaged vent needle interfering with proper aspiration in closed mode. The customer verified there were no further short samples or discrepant results after the replacement of the vent head assembly. The cell-dyn sapphire operators manual, under section 10, troubleshooting and diagnostics, provides guidelines on troubleshooting data-related problem, identifying the problem source, probable cause, and the recommended corrective action. Section 9, service and maintenance, as-needed procedure, recommends replacing the vent head assembly (B)(4). A review of tracking and trending did not find any adverse trends for the complaint issue. Based on this investigation, no product issue was identified for the cell-dyn sapphire in regards to the reported event. This is a final report.